Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 350 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The pink slide did not move forward, therefore the needle mechanism did not deploy as intended during activation. The patient gave a few boluses and they changed the pod.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device was in pod state 1 and 0 pulses were delivered. In addition, the reservoir was empty, the needle guard cap was still attached, and the adhesive liner was attached to the adhesive pad. This indicates that the customer never filled the pod and therefore never initiated activation of the pod. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.